Event description:
Technologist aborted the mammography procedure for an unk reason. The compression paddle did not automatically release and the technologist tried to release compression using the manual control instead of the foot switch. When this did not work she hit the emergency stop switch, thus removing power from the system. This disabled the foot switch. She then used something to force the paddle up to release compression.